Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported delivery catheter (dc) shaft bend and difficulty positioning the device were confirmed. The reported difficulty removing the device from the anatomy (clip caught in chordae) could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities associated with the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the device from the anatomy (clip getting caught in chordae). However, the clip becoming caught in chordae resulted in increased tension on the device, such that the internal actuator mandrel became bent. Since the actuator mandrel is located inside the dc shaft, if the mandrel becomes bent the dc shaft will demonstrate a similar bent condition. As such, the reported dc shaft bend was likely due to the actuator mandrel becoming bent. Additionally, the reported difficulty positioning the device appears to be a secondary effect of the bent shaft. The reported tissue damage appears to be a result of the clip becoming caught in the chordae, and is therefore, related to procedural circumstances. Lastly, the additional therapy/non-surgical treatment was a result of case-specific circumstances as additional clips were implanted and the mitral regurgitation (mr) was successfully reduced to grade 1. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, the additional information was obtained: the clip delivery system (cds) was opened in the left atrium for perpendicular alignment. The cds was then translated into the ventricle and attempted to grasp beyond the valve at the anterior medial and posterior medial leaflets. The bend in the delivery catheter shaft was noted during this translation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as chordal ruptured occurred. Afterwards the device was bending in an unintended direction. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 3 and a prolapsed anterior medial leaflet on the lateral side. The first clip delivery system (cds) was steered into the left ventricle for positioning; however, difficult steering was observed due to interaction with chordae. There was no irregular steering at this point. After several minutes, the chordae ruptured from the anterior 2 leaflet. Mr increased to grade 4. The cds was advanced to the mitral valve, the clip was opened to perpendicular alignment and a bend in the delivery catheter shaft (banana shape) was noted during translation. The cds with undeployed clip was removed from the anatomy without issue. As treatment, two other mitraclips were implanted central and lateral on the anterior leaflet without issue, reducing mr to grade 1. There was no clinically significant delay. There was no additional information provided regarding this issue.